Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not working. A field service engineer (fse) found that the biometric identifier (bio ID) was not lighting up when the customer attempted login, with the system indicating bio ID required maintenance. The station was powered down, and the cables were checked to ensure proper connection on both the bio ID and docking board. Both connections were reseated. After rebooting the device, the application launched successfully, and the customer was able to log in multiple times using bio ID without issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, biometric identification was not working. There were no adverse events or injuries reported based on this event.